Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone17.3, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing the pod on the abdomen between 24 and 36 hours when a painful, red, and hot bump developed at the insertion site, with signs of infection. On (B)(6) 2026, the patient sought medical attention and was treated and discharged the same day. Reported symptoms included a painful, raised lesion with localized warmth. A diagnosis of cellulitis was made. Treatment involved incision and drainage of the abdominal site to remove infected material; the patient alleged insulin as the cause of the infection. The patient subsequently resumed treatment.